Event description:
It was reported that the customer received a motor error alarm during basal delivery. Customer stated that they were on holiday when the pump started beeping and the motor stopped. Customer received a motor position encoder error alarm after clearing the motor error alarm. Customer's blood glucose was 7.8 mmol/l at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm or unexpected pump reset noted. Unable to perform a21 test due to constant motor error alarm during bolus delivery. Unable to verify for e70 alarm due to over written pump history. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.